Manufacturer narrative:
Qn# (B)(4). First device balloon failure(captured in MDR# 3003898360-2019-00150). The device involved has not been received for evaluation by the manufacturer at the time of this report. A device history record investigation did not show issues related to this complaint. A records assessment (fmea) was conducted and no update is required. Device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated.

Event description:
Initial complaint stated "balloon failed". Additional clarification received from the customer stated: prepared tube and checked balloon with a 10 ml syringe (continued). (Inflated balloon with 10 ml of air and squeezed balloon forcing air to return to syringe, passed this test), lubricated tube, inserted into right nare,performed direct laryngoscopy with mac 4 blade, visualized cords,inserted tube through cords, removed blade, inflated cuff, secured tube. After a few minutes noticed smell of sevoflurane, dropping tidal volumes, checked balloon (it was flat), refilled cuff with 7 ml of air without improved pressure response in pilot balloon tension, performed direct laryngoscopy to view tube, it was secured in trachea, again refilled balloon with poor fill on pilot balloon. Removed tube, replaced with a 7.5 et after testing balloon in same fashion as the first, same result as first tube, failed balloon.